Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains is retained by hospital/customer. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility medwatch report number: mw5076793.

Event description:
User facility medwatch report received that states 'angiography showed that the distal portion of the wire was trapped underneath stent strut without any movement with residual inner core o fthe wire stretched out from the diagonal into the lad and out of the aorta and was remaining in the gide into the transverse aorta portion. Successful 2.25 x 15mm xience and 2.25 x 12mm xience stent to diagonal 2 3: broken coronary wire trapped underneath stent strut without any movement with residual inner core of the wire stretched out from the diagonal into the lad and out of the aorta and was remaining in the guide into the transverse aorta portion. Additional information received: the broken piece of wire was removed from the patient during an open heart procedure.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation to remove the guide wire resulted in the reported stretched and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.